Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The tech replaced the brake/steer linkage in order to resolve the problem.

Event description:
The brakes at the head end of the stretcher could not lock.